Event description:
On april, 2001 the end-user called minimed, USA and stated that the infusion set comes apart and they are having to change set as a result. When site comes apart tape remains intact. This is the fifth set out of the same box. End-user's bgs at 412 prior to phoning with large ketones. On june, 2001 maersk medical received the complaint and 1 unused infusion set. The incident took place in USA.